Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
The patient further alleges fracture and physical limitations.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, h6. H6 device code(s): fracture (1260) was added in addition to the previously submitted patient codes. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The following fields were updated per additional information received: event, relevant tests/laboratory data. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per CT, on (B)(6) 2018: the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One leg penetrates 2 cm into the duodenum. Axial image 43/103. The ivc distal to the filter is very stenotic with and large intra abdominal varicose veins have formed as a result.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported internal bleed, clogged artery are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, vc/organ perforation, bleeding, thrombosis, stenosis, internal bleed, clogged artery. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "abdominal vasculature: infrarenal ivc filter is demonstrated. Beginning at the tip of the ivc filter, the ivc lumen becomes extremely narrow which is highly suggestive of inferior vena cava thrombosis. Supporting this hypothesis, there are numerous dilated collateral veins throughout the abdomen and retroperitoneum bilaterally. The legs of the ivc filter are extraluminal with some of the filter legs extending into the lumen of the duodenum."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Explant date: inferior vena cava strut that has perforated duodenum remains implanted device codes: appropriate term/code not available (3191): perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2006 via the right femoral vein due to trauma (t12 spinal injury of paralysis). The patient is alleging migration, vena cava perforation, bleeding, organ perforation-bowel (aug2018), deep vein thrombosis, stenosis, internal bleed (sep2018) and caval thrombosis. The patient further alleges limited ability or inability to lift weights and that both "femoral arteries" were 100% clogged (feb2015). Per the (B)(6) 2018, computed tomography-abdomen and pelvis with contrast: "pelvis: an inferior vena cava filter is positioned just below the level of the renal veins. The inferior vena cava below this level is not well seen and likely chronically occluded". Per the (B)(6) 2018, computed tomography interpretation of outside films: "impression: 1. The inferior vena cava filter legs perforate the very narrowed inferior vena cava in all four quadrants, with the leg extending to the right passing into the duodenal wall and reportedly visible within the duodenal lumen. 2. There is chronic appearing narrowing of the infrarenal inferior vena cava and common iliac veins with substantial retroperitoneal varices bilaterally as well as abdominal wall varices 3. Central arteries are normal in appearance with no evidence of any arterial occlusion within the scan volume". Per the (B)(6) 018, retrieval report (successful): "a 0.035 guide wire was advanced into the inferior vena cava, and the sheath was exchanged over the wire for a dilator followed by a 5-french pigtail. The 5- french pigtail catheter was advanced over the wire into the distal inferior vena cava and a flush cavogram was performed, demonstrating a chronically occluded inferior vena cava with no flow down the inferior vena cava into the iliac veins. This is consistent with the patient's CT imaging demonstrating long-standing chronic inferior vena cava thrombosis. The pigtail catheter was exchanged over the wire for the introducer for the cook retrieval system. The introducer was advanced into the inferior vena cava and the wire and inner dilator were removed. A snare was advanced through the sheath and could not capture the top of the filter. The original sheath was removed, and a a16 french sheath was placed over the wire. Endobronchial forceps were used to snare the inferior vena cava filter. The sheath was advanced over the filter and the filter was removed. A final cavogram was performed, demonstrating caval perforation. An 18 mm balloon was advanced to the distal inferior vena cava and with balloon tamponade extravasation was no longer visualized. After 30 minutes of tamponade with the balloon the cavogram demonstrated minimal extravasation. The balloon was removed and a 22 mm amplatzer plug was placed in the distal inferior vena cava at the level of the prior occlusion below the level of the renal veins. The patient is being admitted for observation overnight. Recommendations: would not recommend endoscopic removal of inferior vena cava strut that has perforated duodenum as risks of procedure outweigh benefits".